Event description:
It is reported that the cancellous screw broke during surgery causing an hour delay in surgery.

Manufacturer narrative:
(B)(4). Evaluation summary: sem analysis indicated screw broke as a result of overload during the time of surgery. It is possible that the screw was subjected to an unusually high load during insertion, causing part to break near its threads. However, based on information provided, the definitive root cause of this issue cannot be established. This product will be monitored for any adverse complaint trends. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meed specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.